Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was low tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was low tidal volume. Per good faith effort (gfe) response received 25nov2025, the customer declined service and repair. No further action provided. The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.